Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previously implanted transcatheter bioprosthetic valve, the patient became hypertensive. The right coronary artery (rca) was compromised by the implant of the second valve. The limited flow of the rca caused eventual right heart failure. An unsuccessful attempt was made to cannulate the rca, but two hours later the patient died of right heart failure. No autopsy had been performed.